Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, there was difficulty placing the lead. The physician had a difficult time passing the lead through the catheter valve. Subsequently, the guidewire was difficult to pass through the tip of the lead and there was high resistance while retracting the wire. There was tissue observed on the lead upon removed. A new lead was implanted. It was also noted there was difficulty placing the right atrial (ra) lead as there was high threshold noted. Multiple attempts were made in new positions, however, there was consistently high threshold. The lead was removed and tissue was noted in the helix. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed analysis indicated the distal low voltage electrode of the lead was covered in body tissue. The distal low voltage electrode of the lead was covered in blood. The analyst noted tissue was found in helix, but the lead no problem was found. If information is provided in the future, a supplemental report will be issued.